Manufacturer narrative:
At the time of the index procedure the sapien valve was implanted in the correct location with no obstruction to the coronary artery blood flow, with trace paravalvular and trace central leak. The patient was discharged home one week post index procedure and the baseline chf had been reclassified from class IV to class ii. Per the instructions for use for the edwards sapien valve, neurological changes including stroke and transient ischemic attack are potential adverse effects associated with the use of the device. There is risk of tia or stroke after transfemoral aortic valve replacement (tavr) due to dislodgement and subsequent embolization of debris from aortic arch atheroma or from the calcified valve itself. In addition to procedural factors, major risk factors for tia and stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. Although the exact cause for the reported event cannot be confirmed, in addition to the procedure, the patient's co-morbidities (hypertension, high cholesterol) and increasing age and increasing age could have contributed to the event. The device history records (DHR) review of the valve shows that the device met specifications prior to its distribution. No further actions are possible at this time.

Event description:
Per report, 5 days after the transfemoral deployment of a sapien valve, the patient was diagnosed with an ischemic stroke. The patient was noted to have confusion. Initially it was thought to be an ICU syndrome, but the symptoms continued after transfer to the floor. CT was negative, but MRI showed a right cerebellar stroke. The patient had moderate disability (modified rankin scale 3) after the stroke and was being treated with medications. The patient was discharged home 3 days later.